Event description:
The user received erroneous tsh results for two pt samples that were discovered since the lab is repeating testing for all results less than 0.32. The samples were collected in 3 ml heparin tubes and pipetted into aliquot tubes. All results are in uiu per ml. Sample 1 initial result was 0.059, repeat result on (B) (6) 2009 was 2.13. A separate sample for this pt was tested at on an elecsys at another laboratory on (B) (6) 2009 with a result of 2.79. The initial result was reported. The pt was not adversely affected. On (B) (6) 2009, sample 2 initial result was 0.062, repeat results were 1.97 and 1.95. The test was repeated before the result was reported.

Manufacturer narrative:
The field service representative could not determine a cause and could not duplicate the issue. He confirmed the sipper flow path alignment and proper sipper flow. He ran performance tests to verify the analyzer performance with results within specifications. The user ran calibration and qc.